Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The leak condition was confirmed due to insufficient boding. However, there was some solvent present at the junction of the stress-member and the tubing. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During the evaluation of this sample by baxter manufacturing, the ce intermate lv250 device had leakage at the junction of the tubing and the stress-member. This was observed during the filling portion of a functional test by baxter; this was not reported by the customer. No patient involvement. No additional information.